Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: the root cause cannot be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info has been requested. (B)(4).

Event description:
A nurse reported a series of postoperative infections in pts following intraocular lens (iol) implant surgeries. The cases were all performed on the same day. There was one endophthalmitis and three toxic anterior segment syndrome (tass) cases involving the left eye (two cases) and right eye (one case). Pt identifiers remain unk. The nurse also indicated that a number of other medical devices were used during the procedures. In a f/u, the nurse reported the facility "does not believe this MFR's products to be the problem but they wanted to cover all bases." Additional info has been requested. There are three medical device reports for this event. This report is for the endophthalmitis case.